Event description:
The infusion pump was received at the service facility with a vague report of the infusion pump overdelivering while in clinical use. No specific info was received. No pt injury was reported.